Event description:
The initial reporter received questionable elecsys tsh assay results for two patient samples with the cobas e 801 module serial number (B)(4). The customer reported the tsh results to a physician who asked for re-measurement of the samples. The samples were sent for an investigation and were tested on a cobas e801 module, cobas e 411 immunoassay analyzer, and a siemens centaur analyzer. The investigation site e801 module serial number was (B)(4). The e411 serial number was (B)(4). The tsh reagent used at the investigation site on the e801 was lot number 551796 with an expiration date of 30-sep-2022. The tsh reagent used at the investigation site on the e411 was lot number 574298 with an expiration date of 30-sep-2022.

Manufacturer narrative:
The customer's calibration and qc results, sample pre-analytic details, and system alarm trace were requested but not provided. From the provided information, a general reagent issue could be excluded. The observed differences in tsh values generated with the roche assay and the centaur assay are caused by differences in the overall setups of the assays, the antibodies used, differences in reference materials, and the differences in the standardization methodology used. The investigation did not identify a product problem.